Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, after completion of right upper pulmonary vein ablation the system displayed system notice 50032 indicating a compromised outer vacuum. The electrical umbilical cable and auto connection box were reconnected; after a self-test, the system notice recurred. The cable was then directly connected to the console and balloon catheter; after a self-test, the system notice recurred during inflation. The balloon catheter was replaced the system completed a normal self-test. During the second cryo cycle, an abnormal temperature drop was observed. After stopping the cryo, the system again displayed system notice 50032. The electrical umbilical cable was reconnected which resolved the issues. The procedure was completed with cryo. No patient complications have been reported as a result of this event.